Event description:
Spontaneous, pt stating her needle seemed bent and she was worried it was not infusing her medication. Remote stated that it was infusing with 13 hrs remaining. She did not notice any dripping of medication, but she did state that there was tape bundled around the catheter to keep it in place. Advised pt to clamp current tubing, cap it, and change her site. Pt found the necessary supplies. Pt stated she moved around a bit and watched it pop out within the last hour or so. She endorsed no shortness of breath or side effects. Advised she can continue on her regular rate. After the tubing was removed and clamped, she stated that "she got it from here" regarding the rest of the change. Unknown if pt still has defected device on hand. Needles used to infuse c-treprostinil at above dose and frequency. Reported to (B)(6) by pt/caregiver.